Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited threshold issue on the non-boston scientific right atrial (ra) channel. The right atrial auto threshold (raat) test was not successful. The ra pacing impedances increased and were jumpy ranging from 900 ohms to 1800 ohms. These measurements were noted when troubleshooting was performed. There was noise noted on the atrial channel which was also oversensed. The patient does not recall any trauma or fall which could have damaged this system. The health care professional (hcp) recommended to perform x-ray imaging and will be deciding if ra lead revision was needed or not. This crtd device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited threshold issue on the non-boston scientific right atrial (ra) channel. The right atrial auto threshold (raat) test was not successful. The ra pacing impedances increased and were jumpy ranging from 900 ohms to 1800 ohms. These measurements were noted when troubleshooting was performed. There was noise noted on the atrial channel which was also oversensed. The patient does not recall any trauma or fall which could have damaged this system. The health care professional (hcp) recommended to perform x-ray imaging and will be deciding if ra lead revision was needed or not. This crtd device remains in service. No adverse patient effects were reported.